Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this product was inspected and a hole in the rv seal plug was observed. Testing verified normal electrical function. Setscrew seal plugs are designed to permit setscrew wrench insertion while preventing body fluids from entering the header cavities. On occasion, wrench penetration can damage a seal plug which can lead to accessory sensing pathways and potentially result in oversensing. The cause of the noise and body fluid contamination was a hole in the rv seal plug.

Event description:
Boston scientific received information that this device was attempted and removed due to noise on the rv pace sense channel. Blood was visualized around the seal plug chamber. A new device was successfully implanted and the attempted device was returned for analysis.